Manufacturer narrative:
(B)(4). Rupture of aortic anastomosis line 24h after the procedure (aortic endarterectomy) leading to re-operate the patient in emergency. The surgical revision allowed to stabilize the health state of the patient then to improve it. It was reported a breakage of suture post-op issue. Ten unopened samples were returned for analysis. The complaint sample was not received. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint #: (B)(4). It was reported a breakage of suture post-op issue. It was received for evaluation an unopened sample of product code pn1856, lot mph741. The complaint sample was not received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture post-op was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch mph741 and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or tin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? What was the appearance of the suture during the second procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? If applicable, will the product be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an aortic endarterectomy procedure on (B)(6) 2019 and suture was used. Twenty- four hours after the procedure, the patient required emergency procedure. The surgeon noted rupture of the anastomotic line. It was reported that the patient was stabilized and improvement of the patient state. Additional information has been requested.